Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, boston scientific received information from a health care professional (hcp) that this patient died in (B)(6) 2012. There were no reported allegations or complaints against the device. The device was not returned to boston scientific. The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was set v-tachy mode other than monitor plus therapy. No adverse patient effects were reported.

Event description:
The local representative was contacted to investigate this event. According to the local representative the device's tachycardia mode feature was reprogrammed off per physician's order because of the patient's terminal illness and do not resuscitate (dnr) status.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.